Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced withdrawal. The pt was in clinic at the time of the report. An alarm was heard and confirmed by telemetry. It was a critical alarm due to a motor stall which occurred on (B) (6) 2010. A tube set message had occurred. Treatment options were being considered. It was later reported that the pump was not working and the pt was on oral medication. The hcp believed the pump should be replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.